Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08230 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for one day, which caused the patient blood glucose levels to 220 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.